Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report #: 1627487-2011-04260. The patient received her scs system on (B)(6) 2010. It was reported the patient had lost stimulation three months prior. Both leads showed high impedance, and were unable to be programmed. An x-ray was taken which revealed the lamitrode lead had a fracture, and the other lead had migrated. The patient reported physical activity that could have caused the issue. The patient's physician replaced both leads on (B)(6) 2011.